Manufacturer narrative:
Device not returned for evaluation. An event regarding crack/fracture involving an unknown screw was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review and complaint history review were not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Surgeon was performing total hip arthroplasty surgical procedure. As implant was being screwed into place, the screw head broke. Head was removed and portion of screw left in place.

Event description:
Surgeon was performing total hip arthroplasty surgical procedure. As implant was being screwed into place, the screw head broke. Head was removed and portion of screw left in place.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown screw. A supplemental report will be submitted upon completion of the investigation.